Event description:
After implementation of a field correction, the customer complained that the table fell down while performing a vertical movement. The philips field service engineer (fse) was dispatched to the site to check the system, and experience the table falling a distance of approximately 25 cm. There was no report of death or serious injury.

Manufacturer narrative:
The fse found that the existing brake on the table was an old model. The fse added additional mounting plate screws and steel and spring washers, that caused the height of the screw to increase and this did not hold the motor properly during the couch vertical movement. The fse acknowledged the issue and replaced the table vertical brake.(B)(4). Complete MDR mailed on (B)(4) 2012.